Event description:
As reported by anonymous reporter, "microkeratome suction popped off during the corneal flap cut, transecting the cap in the center of the eye, causing permanent asigmatism & scar in the visual axis."